Event description:
According to the customer, "it was placed under my 6 year old granddaughter's arm and soon after there was a red outline around the bandage. Once we took it out, we noticed redness and white blisters."

Manufacturer narrative:
According to the customer, "it was placed under my 6 year old granddaughter's arm and soon after there was a red outline around the bandage. Once we took it out, we noticed redness and white blisters. We went to the dermatologist and he gave us a prescription cream, it was not over the counter. It is still red but better now". A sample is not available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.